Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. On 08/31/2023 one product sample was received for evaluation with original package identified with product number 050-87216 and lot number 23br08060. The sample was received open with its original package. The complaint product sample was disinfected. While the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film. The complaint product sample was visually inspected. During the visual inspection a pin hole on the cassette film was found. No damage was found on the cassette hard plastic. After further inspection, no other problems were found. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. This kind of damage could have the following causes per risk analysis: -pump door is sharp per closes unexpectedly during set up. -stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. -finishing problem due to a sharp point created or cassette damaged mechanically. -shipping or transportation damages the product. A DHR review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath the cycler and claimed that there was a fluid leak. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed they had fluid leak. The leak was discovered in the morning, after treatment had been canceled; treatment had been canceled the night before. It is unknown at which point in therapy the leak may have begun. The amount of fluid that leaked was several ounces. The cause of the leak was unknown. The location of the leak was unknown. The cycler alarmed with patient line blocked prior to the leak. The patient was not able to complete treatment on the night of the reported event. There are no symptoms as a result of the incomplete treatment. The sample cassette is available for return. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath the cycler and claimed that there was a fluid leak. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed they had fluid leak. The leak was discovered in the morning, after treatment had been canceled; treatment had been canceled the night before. It is unknown at which point in therapy the leak may have begun. The amount of fluid that leaked was several ounces. The cause of the leak was unknown. The location of the leak was unknown. The cycler alarmed with patient line blocked prior to the leak. The patient was not able to complete treatment on the night of the reported event. There are no symptoms as a result of the incomplete treatment. The sample cassette is available for return. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.